Event description:
I used fixodent and polydent from '06 until '08, while I was using these products, I began experiencing numbness and tingling in my extremities, and felt no control in my legs. In 2008, I was diagnosed with neuropathy. Dose or amount: denture cream; frequency: daily; route: oral. Dates of use: 2006 - 2008. Diagnosis or reason for use: denture cream. Event abated after use stopped or dose reduced? No.